Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Approximately 11 months post index procedure reocclusion of the right sfa was diagnosed. The patient was hospitalised and underwent an angiogram and subsequent surgical femoropopliteal connection with vein. Investigator indicated that the event was not related to the study device or procedure. Patient recovered.

Manufacturer narrative:
The investigator indicated that the previously reported reocclusion of the right sfa was not related to paclitaxel. The cec has adjudicated the event as related to the study device, not related to the study procedure or paclitaxel.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusion: known inherent risk of procedure (occlusion). (B)(4).